Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the act button getting stuck and not responding. Customer¿s blood glucose value was 259 mg/dl. Customer was advised to discontinue the use of the insulin pump and revert to a back-up plan as per as healthcare professional instruction. The device will return for the analysis.